Manufacturer narrative:
An event of device deformed into shape of cups was reported. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined. Please note that per the instructions for use, "as recommended instructions for 30 mm use 8f delivery system."

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on 16 november 2022, a 30mm amplatzer cribriform was selected for an implant using a 9f amplatzer trevisio delivery system. During the procedure, device deformed and took the shape of a cups instead of disks. Device was removed from the patient prior to release from the delivery cable. There was no angulation or kink noticed in the delivery system and no interaction with cardiac structures during deployment. A new 30-25mm amplatzer talisman pfo occluder was selected and successfully implanted. The patient was reported to be in stable condition.